Event description:
It was reported that during a da vinci s thoracoscopy procedure, the coating of the permanent cautery spatula instrument broke off and a piece fell into the patient. The broken piece was retrieved, and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the ceramic sleeve of the instrument to have a .065" x .065" piece broken off at the distal end. The sleeve also exhibits light scratches with no cracking. Other components at the wrist are not damaged.